Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device). Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "corrosion and wear at the modular interface of uncemented femoral stems" written by stephen d. Cook, robert l. Barrack, and alastair j. T. Clemow published by journal of bone and joint surgeries (1993) was reviewed. The article's purpose was to examine a series of retrieved uncemented femoral stems with modular heads to inspect corrosion and wear. All implants were retrieved during revision surgery for the following reasons: loose, malposition, persistent thigh pain or infection. It is noted that depuy and non depuy stems and heads were part of the series in the group of cocr head mated with cocr stems. The group of ti stem and ti head and group of ti stem and cocr head were non-depuy femoral components. The article reports 7 percent of the total 76 cocr head with cocr stems were noted for wear and corrosion but does not specify which products. The article also does not specify which products were associated to specific revision reason for component retrieval. The article does not provide adequate information to determine accurate quantities. Depuy products retrieved: cocr head, cocr stems (platforms not identified). Adverse events: revisions for: loose stem, mispositioned stem, thigh pain, infection; detection of corrosion and wear at taper junction for both head and stem.